Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 280 mg/dl). During troubleshooting with tandem technical support, it was found that the basal rate was incorrectly set to 0 units per hour. Customer delivered a bolus to address elevated bg levels. Reportedly, customer reached out to their health professional to obtain correct basal rate settings.